Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the clinic in atrial flutter. The atrial lead exhibited inappropriate mode switching due to over-sensing. Representative was able to reproduce the noise causing him to believe it is potentially myopotential over-sensing. The patient would be monitored and changes would be made if the problems persists at next follow-up. No further information could be obtained.